Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump for spinal pain. The pump was used to deliver bupivacaine and hydromorphone. Dose and concentration information was unknown. It was reported that, at the time of this report, the patient was in the hospital for a gastrointestinal bleed, which was unrelated to the pump. The pump was interrogated and the hcp encountered a message stating that the pump had stalled and recovered. It was noted that the clinician programmer was new to the facility and that this was the first time the pump was interrogated with new synchromed software. Per the patient, the patient had not had magnetic resonance imaging (MRI) since pump implant, only computed tomography (CT) scans. The patient was "acting fine" and had had it run dry before so they knew if they were not getting medication. The pump was not currently alarming. The hcp was advised to check the pump at the next refill to ensure that everything was functioning as intended.